Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h8

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Quickset reamers module proved to be ineffectual in cutting away the sclerotic bone in the acetabulum of this elderly patient. The reamers rather ¿pushed¿ the inner acetabulum profile into the required hemispherical shape rather than ¿cutting¿ it into shape. This meant the desired bleeding bone bed of the acetabulum was not achieved and acceptable fixation of the pinnacle shell could not be achieved. Surgeon had to abandon his preferred option of a cementless pinnacle shell and switched to using a cemented stryker rimfit cup instead.